Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Additional information from the user facility states the event was found during reprocessing. The camera did not malfunction during a procedure.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. The customer reported that the device had no output. Upon inspection, observed no output from camera was due to a faulty charge-coupled device (ccd) unit. There were kinks found in the cable. The customer complaint was confirmed. A root cause for the issue of the failed ccd unit could not be determined. Probable cause for it can be as follows: · output from the camera was lost due to the failure of the ccd caused by aging or some strong impact. · cable was twisted due to the unexpected force applied to the cable by handling.

Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of "no device output" was confirmed. The service technician observed no output from camera was due to a faulty charge-coupled device (ccd) unit. There were kinks found in the cable. The cause could not be determined. No further information was reported.

Event description:
The customer reported to olympus that the device had no output. There was no patient injury reported.